Manufacturer narrative:
Patient information not provided due to (B)(4) patient privacy regulations. Missing lot number and UDI. Missing device manufacturing date. No parts have been returned to the manufacturer for analysis. Part not returned.

Event description:
Medtronic received information regarding a navigation device being used for a procedure. The issue occurred intraoperatively and caused no delay to the surgery. It was reported that the cervical probe was deformed. The surgery was completed with navigation and there was no impact on patient outcome.

Manufacturer narrative:
Additional information: unique device identification (UDI) and device manufacture date provided.

Manufacturer narrative:
Additional information: device lot number provided. The probe was returned to the manufacturer for evaluation. Testing found that the probe was slightly bent and that the unit returned proper geometry and divot error readings. The hardware investigation found that the reported event was related to a hardware issue. This issue was documented in a medtronic navigation hardware anomaly tracking database.